Manufacturer narrative:
Based on engineering investigation, the identified root cause for this event was that the operator changes gui (graphic user interface) parameters between end of scan and when dose report commanded. This is an unanticipated sequence of user action outside of the typical post-operative workflow when the dose report is uploaded for possible accumulation into the patients' lifetime dose records.

Manufacturer narrative:
Patient identifier not made available from the site. On 10/01/2015 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that while in a spine procedure, the imaging system spin was taken at 110kv 64mas but was recorded on the dose report at 86kv 86mas. The biomed representative noted that the handswitch man have been pressed longer than normal. The image came out fine. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no impact on patient outcome.